Event description:
It was reported the physician placed a trial lead for a week. Follow up revealed surgical intervention is planned to resolve the issue.

Event description:
Following a successful trial, the patient underwent surgical intervention where the physician disconnected the left tail of the existing lead and added a new lead; no devices were explanted. The patient reportedly experiences effective therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation was ineffective. Images taken revealed the lead has migrated. Surgical intervention is planned to address the issue.